Event description:
Olympus received a medwatch, which stated "during a bronchoscopy, a plastic ring from the tip of the endoscope broke off in the patient. The physician retrieved the plastic ring material and the ring broke into two pieces after removal from the patient. A visual inspection was made of the area and there was no other foreign body seen. There was no harm to the patient. A visual inspection of all olympus endoscopes was performed by the olympus representative about one month prior to this event."

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report with no result. The subject device was returned to olympus for evaluation. The evaluation confirmed that the bending section cover glue was peeling and some portion of the bending section cover was missing. The device has a leak on the bending section rubber due to a hole. In addition, the distal end covered was burned at the channel opening and there was an internal crack on the light guide lens. The phenomenon was attributed to physical damage. The device was refurbished. A local endoscopy support specialist (ess) has been dispatched to the user facility to asses their reprocessing practices. The exact cause of the user's report could not be conclusively determined. This report will be supplemental if additional and significant information becomes available later.